Event description:
Caller states that the aviva meter has a black spot or cloud inside the screen/display of the meter. Customer states the spot was thick in the middle at the bottom of the display, and fades as it goes halfway up the display. Customer stated it appeared to be burned. No adverse event reported. Meter has not been dropped or mishandled. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.